Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message was displayed during a procedure. The surgical procedure was converted to extracapsular cataract extraction (ecce). It was noted the crystalline lens fell into the vitreous, the surgeon has left the lens in the vitreous and the procedure was not completed. The patient will need to return for an additional procedure. Additional information has been requested, but none has been received to date.